Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the display and the issue was resolved. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) screen froze and was missing pixels. The screen was still readable and the ccu was able to be controlled by the central control monitor (ccm) for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.